Event description:
While servicing the ventilator, the respironics service technician reported the ventilator failed the external battery test. The customer did not report a problem with the external battery during any previous usage. The ventilator was not in use therefore, there was no pt involvement or harm. The respironics service technician reported that the ventilator would restart when the external battery was powered on. The service technician replaced the external battery to correct the problem. Final testing ws completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na